Manufacturer narrative:
The complaint instrument was not provided for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The provided angiographic material was reviewed but did not lead to any further information regarding the nature of the complaint since the complaint event is not visible in the angiographic material. The presence of a severe calcification could be confirmed. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no manufacturing related root cause could be determined. The root cause is most likely related to external factors during procedure. Taking into account the physicians statement to the calcified lesion and the appearance of the calcification in the angiographic film, is assumed that the balloon burst was most likely induced by the severely calcified lesion.

Event description:
A passeo-18 balloon catheter was chosen to dilate a severely calcified lesion (100 percent stenosis degree) in a mildly tortuous mid sfa. During inflation, the balloon ruptured after 60 seconds at 12 atm.